Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 investigation summary (photo): the product was not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed the screw was observed within its blue transportable. With image provided the reported condition can not be identified and therefore, the reported complaint can not be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary (returned device): the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned rapidsorb cortscr ø2 l4 2u found broken between the head and shaft. The screw head was returned for analysis. Threaded body was not returned. The observed condition of the device was consistent with a component failure that was most likely caused by exposure to unintended forces. Surgical technique was reviewed and the following relevant statement was found at page 19: to prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 806.004.02s, lot # 328l670, manufacturing site: werk bio oberdorf, manufacturing date: 30 aug 2024, expiration date: 01.aug.2027, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the surgery, the screw was broken. Changed to another one to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.